Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image was intermittent. The image was lost when the scope was angulated in the up direction. White balance was noted to be ok. Also, evaluation found the insertion tube had multiple dents causing restriction when passing the ring gauge. The scope did pass the leak test. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope had no image and the white balance failed. The issue occurred when preparing the scope for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to physical stress that was applied to the insertion section during the user handling of the subject device and charge coupled device unit that was damaged. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "·inspection of the endoscopic image" "·do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.